Event description:
It was reported that in the manufacturer's international repair center, a phenomenon in which the device started up on its own was observed. There was no patient involvement at the time the reported issue was discovered. There was no report of patient or user harm. The service engineer determined that the user interface assembly needed to be replaced. The service engineer replaced the user interface assembly, and the issue was resolved.

Manufacturer narrative:
The user interface assembly was returned for failure investigation. The customer complaint was not verified. There was no fault found.